Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant creatinine concentrated result and out of range quality control (qc). A siemens customer service engineer (cse) was dispatched to the customer site. The service was performed over multiple visits. The cse performed reaction cuvette wash station (wud) and dilution cuvette wash station (dwud) maintenance. The cse verified mixer and alignments, probe alignments to wash ports and mixing and probe alignments. The cse adjusted and flushed reagent 2 (r2) probe. The cse replaced reagent dispensing (rp2), reagent wash (rwp2) pumps seals, reaction bath oil (rrv) cuvettes and cleaned optics, sampling pump (sp) and sampling wash pump (scp) seals, lamp and mixer 1, mixer 2 rotating and horizontal motors and all reagent tray (rtt) brown bottles and fluids. The cse primed and ran precision check on multiple assays, which were acceptable. The cse found that the mixer 2 was noisy. The cse replaced mixer rod. The customer ran qc and verified system performance, which were acceptable. The cse ran patient pool after all replacements and the results were acceptable and reaction monitors improved to normal. The cse monitored system performance over multiple checks. The cse checked lamp energy. The cse ran 80 pooled patient samples and qc, which were acceptable. The cause of the discordant creatinine concentrated result is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low creatinine concentrated results were obtained on two patient samples on an advia 2400 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on an alternate instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low creatinine concentrated results.